Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous iliac artery. A 1.5x20mmx142cm sterling balloon catheter was advanced. Upon the first inflation, the balloon ruptured at 10atms and contrast media leaked. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.